Event description:
A home patient called in to baxter's technical service center and requested assistance re-priming the patient line using the homechoice system. The home patient stated clamp was closed on patient line during priming. Baxter's technical service representative assisted the home patient with re-priming. No patient injury or medical intervention reported at the time of the incident.